Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a loose set screw that caused right ventricular (rv) lead oversensing of noise and high and undefined impedance. It was also reported that the rv lead had fractured. The ipg and rv lead were inactivated and replaced. No patient complications have been reported as a result of this event.